Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using a 12mm port at the end of a laparoscopic right hemicolectomy, the doctor removed the upper seal and tried to reattach it but there was no click sound from the lock. When checked by vision, the lever which should release the lock went down slightly and was bent. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the cannula and envelope seal and circular seal appeared intact. The lock tab on the trocar was bent and would not latch. The cannula appeared intact. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent latch tab may occur if the device is mishandled or handled roughly during application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.